Event description:
It was reported that the arterial flow was lower than expected. It was clarified that the issue was that the device could not achieve sufficient hepatic artery (ha) pressure as opposed to flow. It was confirmed that the pinch valve hepatic artery (pvha) was not occluding tubing although the graphical user interface (gui) screen showed 100 percent occlusion. The customer attempted to irrigate the pinch valve with warm solution, however it was not successful. The customer utilized a surgical clamp instrument to occlude the tubing to achieve close to optimal ha pressures. The pvha was further cleaned with warm soapy water and swabs during which, blood was noted to be removed. Afterwards, the pvha functioned as expected.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se tested the pinch valve and it was noted to be fully functional, indicating that the customer cleaning the valve resolved the issue. The se removed the valve and disassembled it. Afterwards, it was cleaned again and reinstalled. Movement on the valve was noted to be smooth when turned manually. Furthermore, the se tested automative movement with multiple stop/starts and triggered low reservoir mode five times. All the pitch valves behaved normally for all tests. The liver was discarded as it was a donation after circulatory death (dcd) liver with extended cold time and the biomarkers were not meeting the viability threshold. Per the customer, the device issue did not cause or contribute to the liver discard.